Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the physician had a problem with cutting a catheter with a slitter. According to the physician "it was impossible to cut it with this new slitter." The physician has used the slitter in the past without any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the catheter was partially returned in segments and analyzed. The primary analysis revealed catheter separation. It was also noted that the catheter was kinked, had a rough slit edge, and had implant damage. Lab personnel also noted that the slitter was not returned and the catheter was kinked in various locations, evidence of slitting difficulty such as chatter and radial cracking. Catheter was slit spirally (technique issue), but was slit entirely. Catheter separated at two locations approximately 4cm and 11cm from hub.

Event description:
It was reported that the physician had a problem with cutting a catheter with a slitter. According to the physician "it was impossible to cut it with this new slitter." The physician has used the slitter in the past without any problems. No patient complications have been reported as a result of this event.